Event description:
It was reported that, "dr (B)(6) went to tighten one of the medium connectors for trio and could not get it to tighten down onto the 6.5 x 40mm screw. We removed it and replaced with another one in the set. No parts broke, it was just a malfunction of the connector."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.